Manufacturer narrative:
This MDR was generated under protocol (B)(4). As a result of warning letter (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection found the right plunger case was cracked. During the start-up, the reported problem was verified. When lever was pressed, would not engage clutch. The root cause of the reported issue was found to be the dowel pin came out of the plunger head mount. Replaced plunger head mount and pressed in new dowel pin. UDI is unknown. No product information has been provided to date.

Event description:
It was reported that there was a broken clutch. No patient injury was reported.